Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
See (B)(4) for issue reporting under the pump customer called and reported that they got hospitalized due to low blood glucose of 27 mg/dl at the time of the incident. The customer was treating off sensor glucose readings that were inaccurate. The customer experienced calibration errors and sensor glucose versus blood glucose differences. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The sensor will not be returned for analysis.